Event description:
The facility reported a fail code 12:303. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Although, baxter has attempted to obtain this device for evaluation, this device has not been made available for evaluation. If this device is received for evaluation, or additional information becomes available, a follow-up medwatch will be generated. Typically, this failure is associated with the user interface module communication with the pump head module.